Event description:
On (B)(6) 2012, the pt was implanted with five gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm measuring 8.1 cm and bilateral iliac artery aneurysms. It was reported that the pt's left common iliac artery was extremely tortuous and calcified. At the end of the procedure a distal type I endoleak was revealed on the left side. Two add'l contralateral leg components were implanted and extended down to the level of the left external iliac artery. The next day, it was discovered that the pt's left limb was occluded. The pt was implanted with bare metal stent inside the previously implanted graft limb to treat the occlusion. The limb remains patent and the pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - per the gore excluder aaa endoprosthesis ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Please note add'l devices implanted and related to this event: (B)(4).